Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event closed. The recipient reportedly passed away. The recipient's death is not believed to be device related. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A review of the recipient¿s test data indicated impedance issues. The recipient is experiencing no performance concerns. Revision surgery is being considered.